Event description:
Rec'd an electronic report from the FDA maude database that reported the following report. "That pt trained on the stay save and newton cycler for her peritoneal dialysis in 2007. Pt has been on pd since seven mos earlier without any problems. On approx 2 mos after the original date, she was hospitalized for viridans streptococcus peritonitis. Stay safe caps are non sterile according to the package. This prod is the cap for a peritoneal dialysis cath. The package states non sterile. Everything touching the pd cath needs to be sterile. Dates of use 2007-2008. Diagnosis or reason for use: peritoneal dialysis".

Manufacturer narrative:
Device history record review is unable to be performed due to the lot # being reported as unk. Sample analysis: it is indicated that a sample is available for eval, however, an anonymous person submitted this report to the FDA. Since there is no contact info, we have not been able to obtain any further detail on this prod compliant or obtain the sample. If any add'l info becomes available, we will forward that info on to you.